Event description:
An infection control coordinator reported that three days following an uneventful intraocular lens (iol) implant surgery, a pt presented with pain and vision loss. The pt was referred to the emergency room (ER) and was diagnosed with endophthalmitis and a vitrectomy was performed. Organisms cultured were streptococcus constellatus and streptococcus sanguinis. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. Additional info has been requested by phone, email and mail on 10/15/2012, 10/17/2012, 10/22/2012 and 11/12/2012. A completed questionnaire has not been received. (B)(4).